Manufacturer narrative:
All of the buttons are functioning properly during testing however, moisture damage was found on the keypad traces during our visual inspection. The insulin pump had normal operating currents. The insulin pump was monitored and no unexpected low battery alert or failed battery test alarms occurred during testing. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple failed battery test alarms. Customer's blood glucose was unknown. Device alarmed low battery alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.